Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "distal drill interfered with the nail and could not drill into the nail easily. The physician could drill with difficulty while having the sleeve controlled by fingers."